Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the transmitter stopped working. Date of issue is an approximation. The patient¿s husband stated that the patient had a severe low blood sugar a few hours after her transmitter stopped working; no glucose levels were provided. She had been having issues with the transmitter having to be changed before the expected 90 days; no specific failure mode was reported. She was downstairs and passed out while her husband was upstairs working. The patient¿s husband believed she was probably out for 45 minutes to an hour. He gave her inhaled glucagon. Emergency medical services (ems) was called but the patient did not go to the hospital. Per the patient¿s husband, the patient had not been having low blood sugars prior to this event; her blood sugar had been in normal range for the most part. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.